Event description:
It was reported the pt stated that device "malfunctioned" and would cause shocking sensations down legs when they were in certain positions. The device would turn on/off when going through metal detectors. Pt also states it never really helped with their pain and was removed about 6 weeks prior to the pt's report.

Manufacturer narrative:
.